Event description:
It was reported that the patient underwent a minimally invasive surgical procedure. It was reported that the rod became disengaged from the rod inserter after the rod passed through the head of the screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.